Event description:
Facility rep alleges that actuator was replaced in (B)(6) 2015, and is now not working at all. Invacare dealer (B)(6) diagnosed it two days ago. Facility had (B)(6) install the part (B)(6) 2015. Receipt to be sent in to show 6 month warranty for part 1156180.

Manufacturer narrative:
Follow up to be sent if additional information is received

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: actuator not able to duplicate issue. Not set up to test under load. Complaint of actuator is not working was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: actuator not able to duplicate issue. Not set up to test under load. Facility rep alleges that actuator was replaced in (B)(4) 2015, and is now not working at all. Invacare dealer (B)(4) diagnosed it two days ago. Facility had (B)(4) install the part(B)(4) 2015. Receipt to be sent in to show 6 month warranty for part 1156180.